Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer repeatedly errored as not detected on bus reconnection at the back panel did not resolve the issue, the connection remained loose, and the drawer was emptied with stock reallocated elsewhere. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that the drawer was not detected on the bus and identified a loose connection between the pyxibus cable and the drawer control printed circuit board; the connection was secured to rectify the fault, and a full functionality check was performed using the hardware testing application, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.